Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were mis-aligned. This type of damage is consistent with the delivery system encountering some form of restriction. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. Attempts to insert the recommended size guidewire (0.014 inch) were unsuccessful due to solidified contrast media and blood present within the entire length of the lumen. Microscopic examination of the balloon found no issues with the balloon material and/or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of the reported complaint is handling damage.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus liberte' 3.5x32mm drug eluting stent was advanced to the highly calcified lesion. Stent damage occurred. The procedure was completed with another taxus liberte' stent. No patient complications occurred. Patient status is satisfactory.